Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Thirty three (33) unopened samples identifying lot # 006167205 were returned for evaluation. Fifteen (15) random samples were selected and tested for occlusion and leakage per specification with passing results. In addition all caresite injunction sites were functionally tested with a syringe and all valves functioned properly with no leakage observed. Random samples of the returned product were tested per specification with passing results. The reported defect of the caresite injection site "not closing off" was not able to be replicated or confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after injecting through one of the claves, the internal part of the clave didn't close off, so fluid flowed freely out of it. This is a high level concern for us because we inject radioactive solution into the IV tubing, and if the clave stays open, radioactivity spills out and contaminates the patient and area. No injury reported.